Event description:
Pt experienced painful injections utilizing the power port. Venogram on (B)(6) 2011 revealed "catheter is too short and there is fibrin sheath at the end of the catheter along the proximal superior vena caval wall. This is causing obstruction to flow as well." Upon removal of the power port, the surgeon reported, "the catheter had a long split of 1cm present, approx 2 to 3 cm from the connection site to the port."